Event description:
It was reported that there was no alleged product issue. It was noted that the system was explanted approximately in 2009 because the patient had another back surgery. It was noted that no other information as available and the patient was doing fine at this time. It was noted that the health care professional (hcp) was considering re-trialing in the future. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).